Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that it is taking over 6 hours to charge the unit. It has been taking longer and longer over the years. The level of activity is same. Patient started charging at 9 pm, by 4 am, it still was not fully charged. The hcp and patient have discussed replacing the control unit (ins) and leaving the wires. The issue was discussed last november over the phone call. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported the ins had been giving the patient a lot of trouble. The patient indicated that the ins was taking a long time to charge and once the ins is charged, the ins will not hold a charge. The ins is not working full and it is not controlling the patient¿s pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the control unit needed replaced. The patient didn't know if their doctor had verified that the old wires were compatible with the new controller unit. No further complications were reported.